Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a normal generator changeout procedure. It was noted that the left ventricular exhibited high capture thresholds. No intervention was performed. The lead remains implanted and in use. The patient did not experience any complications.